Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was provided regarding this event. The event occurred during preparation for use. The intended procedure was a diagnostic airway exam. There was no delay in procedure, and it was completed using another p-180 (bronchovideoscope) owned by the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the image failure could not be determined. The instruction manual contains verbiage to detect device issues regarding inspection of the endoscopic images. Olympus will continue to monitor field performance for this device.

Event description:
An olympus onsite support specialist reported on behalf of the customer, when plugging in the evis exera ii bronchovideoscope it displayed no image. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The scope¿s image cut off with a static image and blacked out when the light guide tube was manipulated. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.